Event description:
Consumer sent e-mail stating that all the cords on tampax ultra products and other sizes had been coming apart, and the quality had gone down over the past few years. No injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
19-feb-2021 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer sent e-mail stating that all the cords on tampax ultra products and other sizes had been coming apart, and the quality had gone down over the past few years. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating that all the cords on tampax ultra products and other sizes had been coming apart, and the quality had gone down over the past few years. No injury was reported.